Event description:
Failure to alarm device reading leak but no alarm sounding. Suction maintained however.

Event description:
Failure to alarm device reading leak but no alarm sounding. Suction maintained however.

Manufacturer narrative:
Active investigation in progress; result of investigation will be provided in a supplement report.